Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a potential back check valve issue on 19nov2025 from 12:00 to 15:59pm. A secondary medication of meropenem was hung appropriately to administer an antibiotic when the rn noticed that the drop rate seemed much faster than the programmed 18.3ml/hr. The drip chamber of the primary bag was noted to be full and the primary bag itself also appeared quite full. The roller clamp to patient access was closed to assess and the secondary medication was noted to continue at same drip rate. The primary roller clamp was re-opened and the blue clamp was used to clamp the line between the primary drip chamber and the secondary infusion port. The drip rate of the secondary medication was then slowed down closer to the programmed rate of 8.3ml/hr. The remainder of the infusion completed with the blue clamp in place to prevent backflow of secondary medication into primary bag. The primary bag was noted to be hung correctly throughout event below secondary using plastic extender. There was patient involvement but the impact was unknown.

Event description:
It was reported that there was a potential back check valve issue on 19nov2025 from 12:00 to 15:59pm. A secondary medication of meropenem was hung appropriately to administer an antibiotic when the rn noticed that the drop rate seemed much faster than the programmed 18.3ml/hr. The drip chamber of the primary bag was noted to be full and the primary bag itself also appeared quite full. The roller clamp to patient access was closed to assess and the secondary medication was noted to continue at same drip rate. The primary roller clamp was re-opened and the blue clamp was used to clamp the line between the primary drip chamber and the secondary infusion port. The drip rate of the secondary medication was then slowed down closer to the programmed rate of 8.3ml/hr. The remainder of the infusion completed with the blue clamp in place to prevent backflow of secondary medication into primary bag. The primary bag was noted to be hung correctly throughout event below secondary using plastic extender. There was patient involvement but no harm.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of meropenem could not be confirmed through log analysis. Inspection and laboratory testing could not be performed as the devices were not returned for investigation. Inspection and testing of the alaris system devices and associated administration set could not be performed because they were not returned for investigation. However, the facility provided a video showing the alaris system configuration and the multiple administration sets used at the date and time of the event. During the review of the video, it appeared that the secondary bag was not positioned sufficiently higher than the primary container. Proper operation and accurate secondary mode infusions requires the primary container to be positioned at least 9.5 inches below the secondary container. Secondary bottles may need to be higher than secondary bags. Additionally, based on the video review, it could not be conclusively determined whether the recommended 20 inch head-height differential between the primary bag and the pump module was achieved. Based on the video provided by the facility, it cannot be determined whether a pressure differential error occurred. This type of error can result from incorrect positioning of the IV bags, which may lead to delivery at higher-than-expected secondary flow rates. In addition, improper setup can allow mixing or concurrent delivery of the secondary and primary infusions, causing backflow of the secondary infusion into the primary line. Not checking the check valve on the primary IV set also can also cause backflow of the secondary infusate into the primary line. The pc unit (pcu) and the suspect pump module were not returned for investigation. The facility reported that the suspect devices will not be released to bd at this time. However, the facility provided the error and event logs from the pump module to assist in reviewing the reported complaint. The concomitant pcu logs were not provided. Without the pcu event logs, and due to the limited information, that the pump module logs contain, drug information (such as the exact drug programmed and its concentration), total volume infused, and unit power-off times cannot be determined. Error log analysis confirmed that there were no errors or malfunctions corresponding to the reported event. The event log review showed that the suspect pump module was added to the alaris configuration at 12:16 am and subsequently channeled off at 2:24 am, 12:42 pm, and 1:49 pm. The infusion was programmed at 11:06 am, at a rate of 18.3333 ml/hr with a vtbi of 55 ml. A secondary infusion was programmed as well, but its details are unknown because the corresponding pcu logs were not provided. Without the pcu logs and due to the limited information within the pump module logs information such as drug name, drug concentration, total volume infused, and unit poweroff times cannot be determined. At 11:07 am, the infusion was started. The pump module alarmed "occluded patient side" at 11:58 am, automatically pausing the infusion. The infusion was restarted seconds later by the clinician, but the same alarm occurred again one minute afterward, and the infusion was again restarted. At 12:41 pm, the pump module alarmed airline, the clinician channeled off the device. At 1:40 pm, the clinician selected the pump module and programmed it to infuse at 5 ml/hr with a vtbi of 447.31 ml. One minute later, it was reprogrammed to 18.3333 ml/hr with a vtbi of 55 ml and a secondary infusion. The infusion started at 1:42 pm but paused within 36 seconds. It was restarted at 1:43 pm, then alarmed airinline twice within minutes, with the clinician restarting the infusion after each alarm. At 1:46 pm, the clinician manually paused the infusion, and the module was channeled off at 1:49 pm. No further infusions were programmed that day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion, nor is it possible to determine what the actual content of the IV bag is from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Per product labeling, alaris system user manual (v12.1), states accurate secondary-mode infusions depend on positioning the secondary container sufficiently higher than the primary container to establish enough pressure difference between the two IV lines to close the back-check valve on the primary line. The closing of the back-check valve prevents flow of primary infusion during the delivery of secondary infusion the manual explains that secondary bottles may need to be hung higher than secondary bags, and several factors can influence infusion duration, including the size of the secondary container, any restrictions in the flow path, and the prescribed flow rate. Smaller containers such as 50 ml or 100 ml minibags, which are typically infused at lower flow rates, usually need only a single hanger. However, when using larger secondary containers or when secondary flow rates are high, the user should perform a check to confirm that no unintended primary flow occurs during the secondary infusion. The bd alaris pump module instructions also describe the correct procedure for changing the primary solution container. The user must first close the roller clamp and remove the empty container. Next, the administration set spike is inserted into the new fluid container according to facility procedures, and the container should be hung 20 inches above the pump module. The operator then selects the channel, enters the vtbi using the numeric keys, opens the roller clamp, and starts the infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an over infusion of meropenem was not identified from the log analysis alone. Inspection and laboratory testing of the devices could not be performed as they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.